Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected replace battery now alarms noted during testing or in the pump trace download. Pump trace download analysis confirmed the pump alarmed power error alarms, replace battery alerts and low battery alerts. The power management tool confirmed power error alarms, replace battery alerts and low battery alerts was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, missing serial number label, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called via phone call that they received a battery alarm from their insulin pump. The customer's blood glucose level was 4.7 mmol/l. The customer stated that the alarm occurred 10 hours after replacing the batteries with new unused batteries. The customer returned the insulin pump for analysis.